Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates passed self-test. There was no hot pump, blank display, damage inside pump noted. There was no unexpected low battery or off no power alarm noted. The pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received stained under end cap sticker and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device alarmed for low battery and their levels had risen to 400mg/dl. The customer states the device felt really hot when it was warn, and there was a brownish color that was coming from the side where sticker is located. The customer's blood glucose level at the time of incident was 124mg/dl. The customer was advised the pump would be replaced and returned for analysis.